Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Unable to verify for operating currents including low battery, off no power and battery indicator due to no button response. Pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.